Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had high thresholds. During repositioning, the helix would not extend. Tissue was noted in the area of the helix when the rv lead was removed from the patient. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to the driveshaft lug being stuck on the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.